Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the sipap ventilator can't reach 15cmh2o pressure. The customer stated that the reported issue occurred during patient-use and that there was no known consequences or impact to the patient.